Event description:
The customer obtained lower than expected vitros amon quality control results while using the vitros 250 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. No amon patient results were reported from the laboratory to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)

Manufacturer narrative:
The investigation confirmed that lower than expected amon quality control results were obtained while using the vitros 250 analyzer. An ocd field engineer performed 'as needed' maintenance to the incubator subsystem. Performance testing verified that the equipment was returned to expected operation. The root cause is most likely due to an equipment related issue.